Event description:
Device 1 of 2. Reference MFR report# 1627487-2019-00446.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR. Report#1627487-2019-00446. It was reported that physician was unable to implant the leads in the midline (B)(6) 2018) as desired. As a result, the physician explanted the scs system.

Event description:
Device 1 of 2. Reference MFR report #1627487-2019-00446.